Event description:
During the unk procedure, the device fired malformed staples and delivered an incomplete staple line. A different device was used to achieve hemostasis. There was no adverse consequence to the pt.